Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 400 mg/dl at the time of incident. The customer stated the drive support cap appeared to be normal. It was also found the customer had a motor position encoder error alarm while rewinding the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test with alarm confirmed in alarm history screen, and motor error alarm noted during rewind due to motor encoder out of phase. The insulin pump was received with cracked reservoir tube lip.